Manufacturer narrative:
Product ID: mc1vr01. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned with the device intact in the sheath. The shaft is kink/buckled at 5.2 cm from the distal end of the delivery system. There is blood in the sheath. There is blood on the shaft located at the distal end of the stability member. The articulation is out of plane. The flush valve leaks at the distal end of the valve body connecting to the luer body. There is a leak at the tether lock luer housing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that flushing of the catheter could not be performed as a thrombus had formed during the implant attempt. The leadless implantable pulse generator (ipg) was reported to have high impedance values. An alternate ipg was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.